Event description:
A 3.5mm diameter by 15mm length s7 stent delivery system was inserted to treat a lesion in an unknown coronary artery. It is unknown if the lesion was pre-dilated prior to the insertion of the stent delivery system. It was not possible for the stent delivery system to cross the target lesion. Upon removal, the stent dislodged from the delivery balloon when the stent was pulled into the guide catheter. The stent was successfully snared and removed from the pt. There is not further reported treatment on the target lesion. The pt was reported fine post procedure and there is no add'l clinical sequelae reported related to the event. The instructions for removal of an undeployment stent were not followed when the stent was pulled into the guide catheter while the catheter was still engaged in the coronary artery.